Event description:
Pt had bilateral mastectomies with placement of bilateral tissue expanders. Three mos later, during clinic visit, questionable volume on right side was noted. Questionable leak on right side. One mo later, surgery was performed for removal of bilateral tissue expanders and placement of implants.